Event description:
It was reported that prior to a radiofrequency ablation procedure, a crack/bend was allegedly found in the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one vcrf 60cm catheter were received for evaluation. One electronic photo was provided and reviewed. The photo shows break in the catheter shaft. The device appeared to be clean the battery tab appeared to still be present withing the handle and a complete circumferential break was observed to the proximal end of the catheter. During the visual evaluation, no wires were noted to be protruding the break area. Upon opening the handle, all wires were noted to be intact and in place. Both batteries were noted to be fully seated within the battery holder, an attempt was made to remove the battery tab, the proximal battery came out of the holder and re-inserted into the holder without any issue and dry residue, or rust-like contamination was observed under the distal battery within the holder. When original batteries were removed, dry and rust-like contamination was observed on the distal battery pad and on the surface and edges of the distal battery. The proximal battery pad showed minor residue, while the proximal battery was clean. Uv inspection of both batteries and pads revealed no glowing anomalies. Catheter was plugged into the generator as received in original state and remained on the home screen (venclose logo). New batteries were inserted; catheter was plugged into generator; new batteries were inserted, but the catheter was not recognized, and no results were displayed, as the battery pads remained uncleaned. After gently cleaning the pads, a second attempt was successful, and the catheter was recognized with new batteries. During the functional testing, the device successfully completed 3x long and 3x short tests; with no errors were presented. Therefore, the investigation is confirmed for the reported break and the investigation is determined to be confirmed for the identified contamination. The root cause for the reported break cannot be determined. The root cause for the identified contamination appears to be battery acid. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI) #), g3, h4, h6(patient, component, device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a radiofrequency ablation procedure, a crack/bend was allegedly found in the catheter. The procedure was completed using another device. There was no patient contact.